Event description:
It was reported that the access system kinked. A left atrial appendage closure procedure was performed. The watchman access system sheath catheter was kinked when adjusting the watchman implant post deployment. No other damage and no patient complications were noted.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a watchman access system (was) with blood in the device. A watchman delivery system was snapped inside the was. No dilator and no implant were returned. The device was visually and microscopically inspected. Inspection of the hub, sheath and tip revealed numerous kinks in the sheath. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the access system kinked. A left atrial appendage closure procedure was performed. The watchman access system sheath catheter was kinked when adjusting the watchman implant post deployment. No other damage and no patient complications were noted.